Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the issue with the personal diabetes manager (pdm) and the charging cable. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the personal diabetes manager (pdm) charging cable started burning while the pdm battery was charging.